Manufacturer narrative:
The complaint device has been discarded. As a result, no product failure analysis can be conducted, and device malfunction cannot be confirmed. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: left side rupture. Concomitant medical products: right: cat#: 3503501bc; s/n: (B)(4). Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) female patient underwent primary breast augmentation with a 300cc mentor memorygel breast implant and was presented with breast implant rupture on her left side postoperatively. As a result, the device was explanted, and replaced with natrelle brand implant on (B)(6) 2019.